Event description:
A nurse reported no power to the foot pedal while sculpturing a cataract. The system was rebooted and the staff "fiddled with leads and foot pedal" and intermittent power returned. Following a one hour delay, the surgeon completed the case with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).